Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that during a procedure a filter became swamped impacting the air flow to the patient. Physician reported that the patient required bilateral chest tubes, but was not certain whether the occlusion of the reported device was what caused the bilateral chest tubes procedure to occur. No permanent adverse effects reported.

Manufacturer narrative:
Further investigation of the reported issue was conducted on four samples of foam. Testing showed that the foam would degrade when exposed to ultraviolet light. As part of the degradation, the color of the foam changed from a pale cream/yellow to a dark yellow/brown. Investigation determined that the root cause of the reported issue was due to a supplier issue. (B)(4).

Manufacturer narrative:
Investigation of returned unused samples was performed by the supplier. Foam was found to not be expanded, but just bent. The foam had moved inside the filter, but no expansion of structure was present. The resistance of the samples was found to be within specification. The bending that occurred appeared to not have impacted product performance, however supplier will continue to investigate the cause of the bending for root cause.